Event description:
Additional information was received stating that there was a delay of less than one minute as the site immediately decided to switch to em navigation. There was no patient impact.

Manufacturer narrative:
H2) additional information was added to a, b5, and additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the system displayed a "localizer faulted" message after the camera had been working for about 30 minutes during setup. Due to this issue, the procedure was switched to electromagnetic (em) navigation. The network device interface (ndi) toolbox indicated bump and internal temperature errors. There was no patient impact. It was unknown if there was a delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735821r, serial/lot #: (B)(6), ubd: unknown, UDI#: unknown work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that the camera was replaced, and the system then performed as intended. Codes b01, c08 and d02 are applicable. H3: analysis was performed for product: 9735821r, lot number p903570. It was reported that the returned positioning sensor unit (psu) had scratches on the housing. A check of the event log showed intermittent firmware incompatibility, and intermittent illuminator current low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .489mm with a passing threshold of .250mm. Codes b01, c08 and d02 are also applicable in this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.